Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had audio issues and customer alleged that the insulin pump was over delivering. Customer experienced hypoglycemia with blood glucose value 40 mg/dl. Customer treated low blood glucose with food. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio/sound beep volumes (1 & 5). No further patient complications were reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type: ngp. Patient returned insulin pump for an alleged audio anomaly, possible over delivery anomaly and low bg¿s observed on august 13, 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test at 0.08705 inches. No audio anomaly noted during testing. Successfully downloaded history files, traces, and utilized carelink software using thus. In further full review of the insulin pump history on the event date of august 13, 2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 48.7u. Audio alarm was not found in the history files or traces on event date. Insulin pump was cut open to perform visual inspection and found no component or moisture damage on the electrical board, force sensor, motor, battery tube, or harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the insulin pump over delivery was not confirmed. Audio anomaly was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.